Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator invasive pressure test failed during opcheck. There was no patient involvement.